Manufacturer narrative:
The device was returned and an evaluation is complete. The sample arrived out of the pouch fully primed. Visual inspection was performed and noted that the male luer collar was missing. The reported condition was verified as the product was determined to be non-conforming. The cause of the reported issue may be attributed to excess priming of the propofol lines by the end user, which is known to cause deterioration of the threads of the collar. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was observed with the distal coupler of a basic IV solution administration set duo-vent spike/clearlink valve. The reporter stated that the duration of tubing therapy was 13 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.